Event description:
In thr during event, surgeon asked for trial 36mm, 0 degree liner to fit "f" shell. Used 36mm impactor head to impact trial liner and commented that it appeared a fragment broken off on impaction. Surgeon removed the cup and fragment to inspect and realized two chips were evident on the trial liner. Surgeon then retrieved second and remaining fragment from the pt. Another item was used instead and case completed as originally planned with two minute delay but no medical intervention.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.